Event description:
It was reported by non-medical professional that the pt underwent a posterior spinal procedure with implantation of rods and screws. Approx three weeks post-op, the pt underwent exploration due to a screw back out that was reportedly near/on a nerve. No pt complications were reported.

Event description:
Within a short time after surgery, the patient reports that right leg pain started which has never been resolved. The patient reports having some level of almost constant pain, either back, flank of right front leg (which is worse when coughing) or left down leg to foot at night. The patient states never being without some pain from something back related. The patient has been through physical therapy and reports having MRI/cat scans.

Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for evaluation, therefore, the cause of the event cannot be determined.